Event description:
It was reported to philips that the device experiences a battery compartment failure. The customer has recently had the battery pca replaced, and is using new batteries. There was no reported patient involvement/adverse patient impact.